Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes keotacidosis and high blood glucose over 500mg/dl. The nurse mentioned there seemed to be an issue with bent cannulas. No further information was provided.